Event description:
End user reportedly woke up short of breath after the oxygen concentrator alarmed and shut down. End user was taken to the hospital, however, the type of medical intervention received was not provided.